Event description:
During coil embolization within the basilar artery aneurysm, after connecting the y-connector to the microcatheter(mc), resistance was experienced between the delivery tube of the coil and mc during advancement. It was advanced and withdrawn a few times and then the coil was able to be inserted into the mc. The coil was advanced into the aneurysm once, and then pulled back into the mc. When trying to advance the coil into the aneurysm again, it was noted by cine, that some material went toward the posterior cerebral artery. After withdrawing the coil, the gold marker was noted separated from the coil. The procedure was stopped by CT which showed the gold marker in the branch of the posterior cerebral artery. During insertion the rhv was opened. Resistance was felt while advancing the delivery tube thru the rhv. No attempts were made to retrieve the marker band. It was reported that there was no change in the pt's status post procedure.